Manufacturer narrative:
Date sent to FDA: 9/23/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent right inguinal hernia repair surgery on (B)(6) 2017 during which the surgeon noted the previously placed mesh had separated from the pubic tubercle causing a direct hernia. The old mesh was carefully removed form the underlying internal oblique and transversalis muscles using electrocautery. It was circumferentially removed from around the cord. A small piece of mesh was left adherent overlying the iliac vessels. It was reported that the patient experienced severe pain, mesh migration, scarring, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a1,a2.